Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. However, during an attempt to remove the lead, difficulty was encountered as the lead will not move. The portion that was outside of the body was cut and removed. Subsequently, a large part of the leads that were inside the pocket were cut and capped to minimize infection. Due to the age and physical state of the patient, the family did not want to proceed with any further actions. The product was surgically abandoned. There were no additional adverse patient effects reported.